Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned tasp exhibits nicks and gouges. Additionally, the post feature has fractured off of the device and was not returned. Device history record was reviewed and no discrepancies were found. The root cause was established as use error as the surgeon tapped the device with his palm. The persona surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon found the provisional fractured after he maneuvered and manipulated the trial in to place and patient was put through range of motion. All the maneuvered were retrieved from the body of the patient. Surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable.